Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.

Event description:
Torque shaft hex portion broke on terminal tightening. The surgeon was comfortable that achieved proper torque limiting measurement on screw in question. Sending back torque handle for (B)(6) to check for calibration